Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the j-tube is cracked, difficult to rinse, and one of the couples comes off of the tube on its own while the other is stuck and cannot be moved. These issues have occurred for a few weeks. The patient attempted to mend the crack with tape and used vinchy, a finnish carbonated mineral water to unblock the tube. This device remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect (B)(4) and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation because it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.